Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 127 months oversensing and inappropriate shocks were reported. The lead was capped and replaced. Apart from the shocks no further patient side effects were reported.